Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that they had a new doctor because their last doctor didn't do it the implant correctly, patient said that their implant was no longer in their left body, their current implant was now on their right body. During the call, the therapy was on and patient increased stimulation from 0.4 to 0.5v where they felt stimulation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturing representative (rep). They reported that they didn't know there was an issue when they were asked to clarify what the patient meant by "didn't do the implant correctly". The cause of the implant being incorrectly done was unknown. They assume the most likely cause was that it was implanted in a spot that was bothersome and it was not a device issue, otherwise the physician would have asked about this. Nothing was said about this issue to the rep by the patient or physician. The ins was discarded by the hospital.